Manufacturer narrative:
Complaint suggestive of reportable malfunction/incident. Will investigate further. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This device caae, which does not include an adverse event, reported by a consumer who contacted the coming to report a product complaint, regards a female patient. The patient was using an unspecified formulation of human insulin (humulin) via a humapen memoir pen injector (dose, start date, and indication for use not provided). On (B)(6) 2011, it was reporter that the humapen memoir had segments missing from the dose reading ((B)(4)/lot number 0807c02). The humapen memoir was returned to the manufacturer on (B)(4) 2011. The training status of the patient user was not provided. The general device duration of use was a few years. The suspect device duration of use was not provided.

Manufacturer narrative:
Narrative field - new, updated and corrected information is referenced within the update statements. Please refer to update statement dated (B)(6) 2011. This report includes final evaluation findings. No additional information is expected. Evaluation summary investigation by the affiliate noted missing segments; however, manufacturer investigation found dim dose segments and a faulty power button. The root cause is ingress by a liquid while in the field, with a contributing factor of a cracked lcd interconnecting cable. Rust, residue and corrosion in several locations within the device (batch 0807c02, manufactured july 2008). A batch record review did not identify manufacturing related potential causes. This is the third instance of missing segments due to liquid ingress for this batch (not manufacturing related) and the first instance of a cracked lcd cable. The reportable malfunction missing dose number segments may result in an inaccurate insulin dose. Malfunction confirmed. The user would typically be aware of missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs, 'if any part of the pen display is missing do not use pen. Corrective action, liquid ingress - redesign of the circuit board to improve protection of components against moisture ingress has been initiated. Due to the combination of this improvement with other planned corrective actions, implementation is targeted for q1 2012. Supply of humapen memoir has been temporarily interrupted to implement these improvements. Corrective action, cracked lcd cable - an additional on-line control station was added to further improve detection of missing segments in q3 2010 beginning with batch 1007c01. Also, a corrective action has been initiated to replace the existing lcd cable to improve cable robustness and enhance controls of the cable bonding process to the lcd unit. These improvements are targeted for implementation by q1 2012. Improper use and storage - the type of liquid is unknown. Therefore, the malfunction cannot be attributed to improper use or storage.

Event description:
(B)(4). This device case, which does not include an adverse event, reported by a consumer who contacted the coming to report a product complaint, regards a female patient. The patient was using an unspecified formulation of human insulin (humulin) via a humapen memoir pen injector (dose, start date, and indication for use not provided). On (B)(6) 2011, it was reporter that the humapen memoir had segments missing from the dose reading (product complaint (B)(4) /lot number 0807c02). The humapen memoir was returned to the manufacturer on (B)(6) 2011. The training status of the patient user was not provided. The general device duration of use was a few years. The suspect device duration of use was not provided. Update (B)(6) 2011: additional information received on (B)(6) 2011 from the global product complaint database added the device specific safety summary and manufactured dated of the device; updated the medwatch and EU/ca fields; and updated the narrative.